Event description:
On (B)(6) 2011, the lay user/patient's father contacted lifescan (lfs) alleging that the patient's onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's father reported the alleged issue began on (B)(6) 2011 at 7:00am. The father informed the cca that the patient manages his diabetes with an insulin pump. Due to the alleged issue, the father stated no action was taken regarding the patient's diabetes regimen. The father stated the patient was experiencing a stomach ache, at approximately 7:20am that morning. By 8:20am that morning, the father indicated he administered the patient 3.35 units of novolog insulin after the alleged issue began. The father indicated no other blood glucose device was used at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter, there was no misuse of the meter, the correct test strips were used, and the meter did not require battery replacements. The alleged power issue was not resolved with training since the power button and the test strip insertion per the owner's manual did turn the meter on. There is no indication that the reported issue caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury and the patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
(B)(6) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k082590.